Event description:
As previously noted, there were multiple motor stalls and recoveries confirmed in pump logs. There were also multiple 'stopped pump may have exceeded tube set' alerts in logs at pump refill. It was also noted that there was a volume discrepancy, the expected residual volume was 10cc, and the actual residual volume was 15cc. The patient also began experiencing 'a lot more pain.' The device was replaced (B)(6) 2012. It was noted there was no patient injury, the patient recovered without sequela.

Event description:
It was reported that there was multiple motor stalls and recoveries noted. It was confirmed that the motor stalls had occurred and was recorded in the event logs. It was indicated that there was 'almost' 1 stall per day beginning (B)(6) 2012. There was no magnetic resonance imaging (MRI) indicated. The patient was stable and had no symptoms. The patient was scheduled to be seen on (B)(6) 2012. The outcome of the patient was not provided. The drug delivered via pump was morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8590-1, lot# n278793, implanted: (B)(6) 2011, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4). Final analysis of the pump revealed confirmed motor stall from undetermined cause.